Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(4) descriptions are one had proud anterior cut and the other one had a deep (by 2mm) posterior cut. Case type: tka. Surgical delay: 16-30 minutes. Go from press fit to cemented due to the deep distal cut.

Event description:
Rob 472 descriptions are one had proud anterior cut and the other one had a deep(by 2mm) posterior cut. Case type: tka. Surgical delay: 16-30 minutes. Go from press fit to cemented due to the deep distal cut.

Manufacturer narrative:
An event regarding inaccurate resection during a total knee procedure to a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 472 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate resection and poor trial fit during a tka procedure. There was one other reported event for the listed catalog number ((B)(4)). Conclusion: product inspection could not be completed because log files and session files were not provided after three communications to the mps. Device not returned.